Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances, low impedances, noise, oversensing, and inappropriate shock.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. In addition, proactive maneuvers were performed and the pacing impedances measured 1350 ohms to 1900 ohms, and the shock impedances measured greater than 200 ohms in all vectors. Boston scientific technical services (ts) reviewed the inappropriate shock electrogram (egm) and indicated the impedance of the delivered shock was less than 20 ohms. Device and lead replacement was recommended. It was noted, the rv lead also exhibited high thresholds. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.